Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 07-mar-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving baclofen (2000 mcg/ml at 100 mcg/day) via an implantable pump for intractable spasticity. It was reported that the pump had a motor stall "a couple of times" in the past 3 weeks. The pump was "not working" as the patient was not getting expected therapy. Technical services advised the healthcare provider (hcp) to get the pump logs and note the time stamps for when the stalls were occurring and recovering. The hcp sent the pump logs (attached) which showed that one motor stall and recovery was noted in logs on (B)(6) 2021 (stalled 7:40 pm and recovered 7:56 pm). The hcp stated the patient did not have any magnetic resonance imaging (MRI). Technical services advised to discuss with patient the timing of the stall and attempt to determine if there was any electromagnetic interference (emi) that might have caused the stall. The hcp stated that they would attempt to locate older reports that may have documentation of other motor stall events.¿the hcp also s tated they had tried but were unable to aspirate from the side port and asked about next steps.¿they stated that at the most recent refill they got back about 4 ml more than expected. The issue was not resolved through troubleshooting. The patient had a medical history of arachnoiditis. Additional information was received from the hcp who reported that they needed the fax number to send the pump logs; technical services provided the number. The hcp asked if the patient's history of arachnoiditis caused the issue but technical services reviewed that would not cause a pump to stall. Once the pump logs were sent technical services would review duration of the logs and troubleshoot if it was possibly caused by emi. The hcp stated none of the stalls lasted much longer than 1 hour, and they knew that one of the stalls was caused by an MRI on (B)(6) 2021. Technical services discussed reviewing magnetic sources with patient to see if any new purchases were made when the stalls began. The hcp then stated that the patient was originally on a dose per day of about 700 mcg/day at the 2000 mcg/ml concentration, but the hcp decided they wanted the patient titrated down to 100 mcg/day because the patient stated the pump therapy had "never helped." Technical services inquired if catheter diagnostics were done as well and the hcp did not believe so. Technical services informed them that once the pump logs were faxed over they would call to review them. Additional information was received from the hcp who reported that the patient did audibly hear the times the pump stalled and stated it was every 10 minutes. Technical services reviewed logs with hcp (see attachment) and they showed that the pump stalled and recovered 4 times since (B)(6) 2021. Technical services stated that if the pump starts to audibly alarm in the future to have the patient check their surroundings to investigate further. The hcp stated they would plan to have the patient do that since the stalls were a while ago and the patient did not remember what they were doing at the time of the stalls.